Event description:
It was reported that the patient had less than satisfactory pain relief. The physician was unable to aspirate the side port. A catheter revision was tentatively scheduled for (B)(6) 2012, depending on the patient's "weaning toleration." It was reported later the same day the patient was using "a lot of oral medication and had pretty good relief." The physician planned to do a "side port as routine evaluation for granuloma and catheter patency due to the huge medication dose." The physician "could not really visualize the break." The patient had no change of pain 24 hours "post 50% wean after side port." The device system was used to deliver 50 mg/ml concentration of dilaudid at 20 mg/day. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the surgery required rescheduling, as the patient's lab results were "not satisfactory". Reporter stated that there was not a reschedule date set.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j0039934r, serial#, implanted: 2000 (B)(6), explanted: product type catheter, product ID 8578, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump found that there were no anomalies. Analysis of the catheter (pli 20) found that there was insignificant coring/tearing/cuts in the sc connector. Analysis of the ascenda catheter (pli 30) found that there was dark residue in the dispensing holes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8578 serial(B)(4) implanted: (B)(6)2010 explanted: (B)(6)2012 product type catheter product ID 8709 lot# j0039934r implanted:(B)(6) 2000 explanted: (B)(6)2012 product type catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6)2012: dilaudid (concentration: 100.0 mg/ml, dose rate: 5.00 mg/day), and clonidine (concentration: 1,600.0 mcg/ml, dose rate: 79.9 mcg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient¿s pump and catheter were returned to the manufacturer for disposal only.